Event description:
The sales representative indicated that while speaking to a physician, the physician mentioned that one of his patients had a stent thrombosis and died. The patient was under going a stent graph and had been taken off aspirin and plavix for one week prior to surgery. No additional information was available.

Manufacturer narrative:
The event was reported by a sales representative who indicated that while speaking with a physician, he was informed an unknown patient who underwent implantation of an unknown cypher stent. Vessel, lesion and procedural information is not available. It was reported the patient had been taken off aspirin and plavix for one week prior to a scheduled surgical procedure. Subsequently, the patient experienced a stent thrombosis and died. No other information is available. The stent is not available for evaluation. The lot number is not known; therefore, a device history records review cannot be conducted. Based upon the very limited information provided, it is not possible to conclusively determine the cause of the event; however, there are pharmacological factors that may have contributed to it. There is no clear indication the event was design or manufacturing related.